Manufacturer narrative:
The lvad was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had a pump exchange on (B)(6) 2014 for suspected thrombus. The vad coordinator reported that the event was "pt driven - he was not compliant with his medications".